Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 135 mg/dl. Troubleshooting was initiated for the no delivery alarm. The customer was assisted in performing a 5.0-unit fixed prime but insulin did not exit and the insulin pump alarmed no delivery. The customer stated that there was a tiny slit on his tubing; however, the customer did not want to troubleshoot further. No products were returned or replaced.